Event description:
A consumer reported blurry vision following intraocular lens (iol) implant surgery. Additional information was received from the surgeon reporting, the pt was not happy with a best corrected visual acuity of 20/20 and j1 near at one week following surgery. He reported the pt has not returned to his office for additional follow-up visits. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/09/2009, 07/13/2009 and 08/04/2009 by, phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 08/07/2009.